Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm journey guide wire was advanced to cross the lesion. However, during procedure, the tip of the wire broke off in the patient and was left inside the patient. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire tip was completely separated 296cm from the proximal end. Magnified inspection of the fracture surface appears to be consistent with separation due to ductile bending overload. The distal separated portion of the guidewire was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm journey guide wire was advanced to cross the lesion. However, during procedure, the tip of the wire broke off in the patient and was left inside the patient. The procedure was completed. No patient complications were reported and the patient's status was fine.